Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. The procedure was converted to an open leg technique to retrieve the vein. No other patient complications were reported.